Manufacturer narrative:
Updated fields: d4 (serial# updated, UDI#), d9, g3, g6, h2, h3, h6, h11. The mayfield skull clamp (a1059) was returned for evaluation: failure analysis - the customer's statement is confirmed as valid after evaluating the device. The inspection of the skull clamp (sn: (B)(6)) shows the skull clamp has a loose swivel lock and that residue has accumulated. New components must be added to adjust the swivel lock and replace worn internal parts, such as the ratchet for adjusting the lock, the worn spring, bearing balls, washer, and o-ring. The small parts of the rocker arm (washers, keyway, and screw) must be replaced due to wear, and the rotating base has damaged threads and must be replaced. Upon opening the rotary locking mechanism, it is evident that the sliding bearing surface of the base casting has dents. Additionally, the base has worn starburst teeth that prevent proper attachment of the adapter, and the threads on both sides are also damaged. The base, along with the necessary pins, must be replaced. The ratchet extension shows signs of wear on the teeth and dents on the sides; this can cause the ratchet extension to loosen and move when pressure is applied. As a result of the observed issues, the device has been scrapped. Root cause - the complaint is confirmed via inspection of the unit. The probable root cause is rough handling and routine wear of the unit. Additionally, improper or suboptimal placement of the skull clamp on the patient can contribute to movement of slippage of the patient. No corrective action has been initiated for the same or similar issue. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during surgery, the mayfield modified skull clamp (a1059) came loose after fastening. The patient suffered from pressure sores after the surgery, and there was increased surgery time of more than 30 minutes. The surgery was completed with the bracket.